Manufacturer narrative:
H3 summary attached - updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject devices was returned for analysis with a broken stabilizer. There was also a lot of dried blood/ procedural fluid inside the device. The stent stabilizer was found to be broken and kinked. The stent was found to be deployed and not returned. The stent delivery catheter was seen to be deformed. The stent delivery catheter was also seen to be flat/crushed in numerous locations. There was so much damage to the device, the stent stabilizer was not able to be removed. Stent failed/unable to deploy functional test ¿ n/a. Catheter was returned with the stent deployed. Stent was not returned. Stent stabilizer broken/fractured during use functional test ¿ confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent stabilizer broken/fractured during use as confirmed during analysis. The reported stent failed/unable to deploy was not duplicated as the stent was not returned, it was stated to have been removed with the delivery wire. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the stent could not be deployed and the delivery wire was broken. As per the additional information, the device was prepared as per the dfu, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush set up and maintained throughout the clinical procedure and the patients anatomy was very meandering. The device was returned and it was confirmed that the stent stabilizer had been kinked and fractured, the stent had been deployed and was not returned and the delivery catheter was deformed and flattened. It is probable that the device experienced difficulties to deploy due to the tortuous nature of the patients anatomy causing the subsequent damage to the delivery system. An assignable cause of procedural factors will be assigned to the reported stent stabilizer broken/fractured during use and to the analyzed stent stabilizer broken/fractured during use , stent stabilizer kinked/bent, stent deployed prematurely during retraction/re-sheathing, stent delivery catheter deformed and stent delivery catheter flat/crushed, as the investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. It is probable that the stent was deployed prematurely during removal from the patient, as the information states that the stent could be removed with the delivery wire, and the device was replaced with a new one. An assignable cause of procedural factors will be assigned to the reported stent failed/unable to deploy.

Event description:
It was reported that during a neurovascular procedure the subject stent could not be deployed and the subject stent delivery wire was broke during use. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a neurovascular procedure the subject stent could not be deployed and the subject stent delivery wire was broke during use. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.